Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced a backup battery fault alarm. The site did not have extra backup batteries in stock at the time, so the patient came to clinic again on (B)(6) 2024 and was exchanged to their secondary system controller. The backup battery was replaced, and the patient kept the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was unable to be confirmed. The 11v backup battery (serial number: (B)(6)) was returned for analysis and was inserted into a test controller which was connected to a test power module, system monitor and mock loop. The battery was functionally tested and passed testing without any alarms activating. The backup battery load test was initiated multiple times during testing and a fault was not reproduced. Additional information provided on 12sep2024 stated the patient¿s controller associated with this event was unavailable. It was also stated that log files were submitted from a spare controller with the suspected backup battery. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.